Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days with no error alarms noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. All operating currents were within specification. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display window.

Event description:
It was reported that the customer received recurring unexpected restart alarms. In the alarm history external error, no power, battery out limit, auto off, and no delivery alarms were also found. His blood glucose level was 360 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.